Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic adrenalectomy, when preparing the product and fixing the needle and thread as usual, the event occurred. When the physician sutured the skin and attempted to loop the thread around the blunt port trocar, the part broke. The collected product was the grip part which could be adjusted, but it was all broken and disengaged. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the distal end of the spring grip for the threaded anchor was broken. The obturator was received inserted in to the cannula. Prolonged insertion can cause the envelope seal to become stretched. The trocar, cannula, envelope seal and circular seal appeared intact. A functional evaluation found that the device failed an air leak test. The envelope seal passes however the instrument seal leaks during manual manipulation using a peanut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken distal end of the threaded anchor may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.